Manufacturer narrative:
(B)(4); no additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving two shocks the previous day. Upon interrogation it was noted that the shocks were inappropriately administered for atrial flutter with one to one conduction. Also during the interrogation a code displayed indicating that an open circuit was detected during shock deliver as a result of a high out of range shock impedance measurement. Upon further review all shock impedance measurements appeared to be within normal limits even with isometrics. It was also noted that the right ventricular (rv) lead pacing impedance measurements have been steady but have gradually risen. Boston scientific technical services (ts) was consulted and suggested an x-ray along with further testing. The patient was referred to another physician for further evaluation. Since the patient had heart failure exacerbation no further evaluation has occurred and the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted approximately three months later as the rv lead was noted to be holding open the tricuspid valve when visualized on an echocardiogram. This was leading to tricuspid regurgitation. No additional adverse patient effects were reported.